Event description:
It was reported that 525 days after a coronary drug eluting stenting treatment procedure the pt required a target vessel reintervention (tvr). The lesion 1 being treated in the index procedure was a 3.5mm, 90% stenosed, bifurcated, 10mm long portion of the saphenous vein grafted (svg) of mid left anterior descending artery (mid lad) with moderate proximal vessel tortuosity. The physician performed pre-dilatation with angioplasty balloon. The post-pre dilatation target lesion had 50% diameter stenosis. The physician treated the lesion with successful placement of a taxus express2 8.8% 3.50x20mm drug eluting stent and post-dilatation. The lesion 2 being treated in the index procedure was a 3.5mm, 95% stenosed, 15mm long portion of the svg of the 3rd diagonal branch of lad with moderate proximal vessel tortuosity. The physician performed pre-dilatation with angioplasty balloon. The post pre-dilatation target lesion had 30% diameter stenosis. The physician treated the lesion with successful placement of a taxus express2 8.8% 3.50x24mm drug eluting stent in the target lesion and post-dilatation. There were no reported complications. The pt was discharged the next da on aspirin and plavix. Five hundrend twenty five days after the initial procedure the pt required a tvr for in-stent diffuse restenosis. Pt had symptoms of chest pain and dyspnea. The physician successfully placed a johnson & johnson cypher stent in the svg of mid lad. The pt was discharged two days later. In the opinion of the physician t he relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to detemine the root cause of the difficulties experienced with this complaint incident.